Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary one unused sample was returned to our quality team for investigation. Upon visual inspection, it could not be observed that the scale was incorrectly placed on the syringe. A device history review was performed for lot 2003233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. The returned sample was evaluated using the same method and were found to be within required tolerance. Scale precision and died space is also inspected during manufacturing and product was found to be within specification. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the volumetric accuracy issues, a 50ml actually contained 51ml of medication during use with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: we use 50ml plastipak syringes reference 300865 to chemotherapy. For 10 days, our preparers have observed that the leftovers from their bottles are fake and that the bottles empty faster than expected. They tested the syringe: they collected 50ml of phy serum from the bd syringe and transferred the contents to a test tube that indicated 51ml. They repeated this operation several times with several syringes, with always one difference observed. Our preparers have been using these syringes on the chemotherapy station for a long time and have only observed this problem for about 10 days. Stopping the use of bd syringes by our chemotherapy unit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the volumetric accuracy issues, a 50 ml actually contained 51 ml of medication during use with a bd plastipak¿ 50 ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: we use 50 ml plastipak syringes reference 300865 to chemotherapy. For 10 days, our preparers have observed that the leftovers from their bottles are fake and that the bottles empty faster than expected. They tested the syringe: they collected 50 ml of phy serum from the bd syringe and transferred the contents to a test tube that indicated 51 ml. They repeated this operation several times with several syringes, with always one difference observed. Our preparers have been using these syringes on the chemotherapy station for a long time and have only observed this problem for about 10 days. Stopping the use of bd syringes by our chemotherapy unit.